Manufacturer narrative:
A revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
A revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time.

Manufacturer narrative:
It was reported that the surgeon plans to resurface the patella and remove the scar tissue. A procedure is planned to resurface the patella, remove the scar tissue, and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon plans to resurface the patella and remove the scar tissue. A procedure is planned to resurface the patella, remove the scar tissue, and exchange the poly inserts.